Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip from the threads to the case seal. The battery cap was able to be tightened causing the threads on the pump to pop and the pump to lose power. No power on reset events were observed in the black box. Unrelated to the original complaint, the display was dim and faded with a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.